Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports: a chest x-ray was completed om a patient. The chest x-ray board was inserted and removed on the same side of the patient as the catheter. Upon inspection by the nurse, the catheter was pulled out on the patient. The two piece box clamp, both white rubber piece and the blue hard shell , were used to secure the catheter but it pulled through the box clamp and completely came out of the patient's neck.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: a chest x-ray was completed om a patient. The chest x-ray board was inserted and removed on the same side of the patient as the catheter. Upon inspection by the nurse, the catheter was pulled out on the patient. The two piece box clamp, both white rubber piece and the blue hard shell , were used to secure the catheter but it pulled through the box clamp and completely came out of the patient's neck.